Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that foley catheter was placed in patient as ordered for the c section. During fundus massage after c section surgery, the foley catheter placed in patient came out and balloon was found deflated and it appeared like the exterior layer of the tubing was split and separated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter was placed in patient as ordered for the c section. During fundus massage after c section surgery, the foley catheter placed in patient came out and balloon was found deflated and it appeared like the exterior layer of the tubing was split and separated.